Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / chronic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), migraine ("migraine with cluster headache"), neuralgia ("dental neuralgia"), arthropathy ("joint problems (hips)"), dysmenorrhoea ("menstrual pain"), back pain ("lower back pain"), tendonitis ("tendinitis"), fatigue ("fatigue / lassitude"), gait disturbance ("walking difficulties depending on the day"), sleep disorder ("not enough restorative sleep") and asthenia ("lack of energy"). The patient was treated with ketoprofen. Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered arthropathy, asthenia, back pain, dysmenorrhoea, fatigue, gait disturbance, migraine, neuralgia, pelvic pain, sleep disorder and tendonitis to be related to essure administration. The reporter commented: years before making a possible connection betweenall these chronic conditions and the insertion of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 14-apr-2023. The most recent information was received on 26-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain / chronic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), migraine ("migraine with cluster headache"), neuralgia ("dental neuralgia"), arthropathy ("joint problems (hips)"), dysmenorrhoea ("menstrual pain"), back pain ("lower back pain"), tendonitis ("tendinitis"), fatigue ("fatigue / lassitude"), gait disturbance ("walking difficulties depending on the day"), sleep disorder ("not enough restorative sleep") and asthenia ("lack of energy"). The patient was treated with ketoprofen. Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered arthropathy, asthenia, back pain, dysmenorrhoea, fatigue, gait disturbance, migraine, neuralgia, pelvic pain, sleep disorder and tendonitis to be related to essure administration. The reporter commented: years before making a possible connection betweenall these chronic conditions and the insertion of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.